Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a vascular procedure that lasted for six hours. During the procedure, the patient was in the supine position (the temperature used was 45 degree celsius) and upper body blanket (5030870), the patient's right hand was stretched out during the procedure. One half hour after the procedure was finished; the hcp discovered that there was a blister on patient's right hand. The hcp suspected that the patient got burned by the machine but there was no overheating alarm heard during the procedure and the machine did not turn off. The degree and treatment of the burn were not provided. Additional questions regarding the device and incident have been asked.